Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on plug strap bond edge side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed, wear abrasion is observed, yellow particles on device inner surface are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.